Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, review of pump data confirmed that the alerts had occurred. The customer stated to have heard and cleared the first and last cgm alerts. However, the customer stated to not remember waking up for the second cgm alert and clearing it.